Manufacturer narrative:
A fully deployed wallflex esophageal stent delivery system was received for analysis . A visual analysis of the returned device noted that the blue outer sheath was broken and accordioned. It was also noted that the catheter had a significant bend. No other issues were identified during the product analysis. The investigation noted that the damages observed are consistent with the application of excessive forced during deployment. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation on september 12, 2016 that a wallflex esophageal stent was implanted to treat a malignant stricture in the distal esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started to deploy the stent but the catheter buckled. The stent was unable to be fully deployed inside the patient and was removed partially deployed on the delivery system. Another wallflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was implanted to treat a malignant stricture in the distal esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started to deploy the stent but the catheter buckled. The stent was unable to be fully deployed inside the patient and was removed partially deployed on the delivery system. Another wallflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.